Event description:
It was reported that breakage occurred after use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the luer adapter broke while it was being disconnected from the av fistula needle.".

Manufacturer narrative:
The corrections are as follows: d.4 medical device catalog #: 367300; d.4. Medical device lot #: 8263729; d.4 medical device serial #: (should be blank).

Event description:
It was reported that breakage occurred after use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the luer adapter broke while it was being disconnected from the av fistula needle."

Manufacturer narrative:
Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for a luer adapter breaking during use with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for a luer adapter breaking during use with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: as the sample was not returned, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage occurred after use with a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the luer adapter broke while it was being disconnected from the av fistula needle."